Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to insert the lead pin fully into the implantable cardioverter defibrillator (ICD) header. The physician inspected the device, and noted that the setscrew had come loose. The setscrew had migrated under the header insulation, which was subsequently torn in an attempt to retrieve the setscrew. The ICD was not used and another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.